Event description:
It was reported that an under-infusion was observed on a large volume infusor. The infusor was filled with 240ml of nafcillin plus 15ml of sterile water. It was reported that after 72 hours, 150ml of solution was still in the infusor. The pharmacist primed the infusor at the pharmacy without any issues prior to giving it to the patient. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received four unfilled companion samples for evaluation. The samples were visually inspected and a functional flow rate test was performed. Initial evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, a supplemental report will be submitted.